Event description:
It was reported that the patient, implanted on (B)(6) 1998, hears steady background noises. The volume is alternating between loud and normal volume. The external parts were replaced and the situation remained unchanged. Re-implantation surgery is scheduled for (B)(6), 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.